Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller (serial number (B)(6)) having a red broken light without an alarm, progressive loss of led visual indicators, and non-functional buttons was unable to be confirmed through this analysis. Available information provided that the system controller was exchanged. Upon inspection, no damage was seen and the backup battery connection was intact. The backup battery could not be put into sleep mode due to nonfunctional buttons, so the backup battery was removed. The system controller was not returned for evaluation. Review of the submitted log files revealed no notable events or alarms. The system appeared to function as intended. A specific cause for the reported event could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU),rev. D and the heartmate 3 patient handbook, rev. A are currently available. The current revision of IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) covers all alarms (visual and audible), including those associated with red heart alarm conditions, and the actions to take if the alarm cannot be resolved. The heartmate 3 patient handbook (section 2 ¿how your heart pump works¿) and heartmate 3 IFU (section 2 ¿system operations¿) describe the system controller user interface, including all lights, symbols, and on-screen messages, and explain how to perform a system controller self-test. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had complaint of having red broken heart light without an alarm. Later on, the lights on the system controller had gone out except for the green light. No button on the controller worked and were unable to do a self-test. The event log file captured routine events. The controller captured data but could not see any details on the functionality of the buttons or lcd screen of the controller in the log file. When the event history was downloaded, no alarms were saved other than pulsatility index (pi) events and power cable disconnects. The controller was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.